Event description:
On (B)(6) 2010, patient reported his infusion device is no longer working after he spilled insulin inside of the cartridge chamber. Patient stated he was attempting to change out the insulin cartridge as normal and accidentally spilled 1/3 of the cartridge into the cartridge compartment. Advised patient to always hold infusion device upside down when removing cartridges containing any amount of insulin. Patient switched to backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.